Manufacturer narrative:
(B)(4). Meter returned on 2/22/2016; qc evaluation completed on 4/5/2016 with no defect found. Test strips returned on 2/22/2016; qc evaluation completed on 4/5/2016,returned test strip produce e-3 error message; black chemistry observed. The root cause is black chemistry due to improper storage.

Event description:
Customer complains of e3 error message. Customer is feeling fine. Customer is getting the error as soon as the strips are inserted into the meter. Customer confirms the proper blood testing technique and blood testing technique. E-3 error message appears when after the blood drop symbol appears. The e-3 error message persists. No adverse event reported.